Event description:
It was reported that the patient¿s second battery lasted 1-1.5 years. The patient reportedly was shocked by the ¿machine breaks in the lead, due to no coverage¿ to the target location. The entire system was subsequently replaced.

Manufacturer narrative:
Concomitant products: product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type extension; product ID 3777-75, serial (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead; product ID 3777-75, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type lead. (B)(4).